Event description:
The user complained of an ongoing issue with reagent residue on the reaction disk and questionable results since (B) (6) 2010. Patient results generated on (B) (6) 2010 were provided. The results for 13 patient samples were discrepant. Patient 1 initial bicarbonate result 44.0 mmol/l, repeat 28.0 mmol/l. Patient 2 initial bicarbonate result 44.0 mmol/l, repeat 30.0 mmol/l. Patient 3 initial calcium result 7.0 mg/dl, repeat 9.7 mg/dl. Patient 4 initial albumin result 5.9 g/dl, repeat 4.2 g/dl. Patient 5 initial alt result -1.0 u/l, repeat 27.0 u/l. Patient 6 initial albumin result 7.1 g/dl, repeat 3.9 g/dl. Patient 7 initial alt result -118.0 u/l, repeat 66.0 u/l. Patient 8 initial ast result -14.0 u/l, repeat 20.0 u/l. Patient 9 initial bicarbonate result 39.0 mmol/l, repeat 27.0 mmol/l. Patient 10 initial albumin result 9.5 g/dl, repeat 4.1 g/dl. Patient 11 initial bicarbonate result 41.0 mmol/l, repeat 25.0 mmol/l. Patient 12 initial total protein result 3.2 g/dl, repeat 6.0 g/dl. Patient 13 initial glucose result 624.0 mg/dl, repeat results were 231.0 and 236.0 mg/dl. The user stated "a few" of the initial results were reported, but no further information could be provided. The user did not know if the patients had been adversely affected. The reagent lot numbers were not provided for any of the affected assays. The field service representative determined the reagent probe 2 was misaligned to the wash station causing splashing onto the cuvettes. He found there was a fluidics failure of the cell rinse mechanism, pinched tubing and insufficient cleaning of the reaction cells. He performed necessary repairs and maintenance. To verify the analyzer operation he successfully ran calibration and controls, precision testing, and a mechanism check.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.